Manufacturer narrative:
Iu observed that the meter has several solid lines appearing on the left of the display. Iu observed that the location of the line on the display does distort the digit during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid lines appearing in the left of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid lines appears on all screens during performance testing. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. Additional finding: iu observed that the meter serial number label is faded and unreadable due to the robustness of the ink. The issue has been investigated. As a result, product improvements were made to make the meter's ink more robust, and reduce the occurrence of this defect. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. Product improvements were made to make the meter's housing to reduce the occurrence of this defect.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the display on the blood glucose monitoring device is defective. Patient stated the instrument works well but on the left part of the display he cannot read the data. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the infusion device for evaluation.